Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the mid tibial artery with heavy calcification. A 3.00 x 38 mm xience prime btk stent delivery system (sds) was advanced over an unspecified guide wire without resistance; however a shaft separation occurred. The separation occurred at a point outside of the anatomy and inside the sheath. Therefore, the sheath and distal part of the sds were simply manually removed. A new unspecified xience sds was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported shaft detachment appears to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.